Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 23. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. On (B)(6) 2026, loss of osseointegration was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.